Event description:
It was reported that during a da vinci procedure, the surgical staff noticed that the thoracic grasper instrument did not hold tissue. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations could not confirm or replicate the initial reporter's complaint. The instrument passed an intuitive motion test on an is3000 system. Thus, the initial complaint could not be verified. An additional observation not reported by site was that the instrument main tube had scratch marks /abrasions. The main tube insulation was scratched and some of the insulation had been removed near the distal end. The scratches measured approximately .012 - .037 in length. No other damages were found on the instrument. The reported complaint of instrument does not hold tissue does not itself constitute a reportable event, this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the scratch marks/abrasions on the main tube found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.